Event description:
It was reported by service report that the patient left footend siderail was broken and would not lock up. No patient involvement or adverse consequences were reported.

Manufacturer narrative:
Result: worn timing link.